Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. The catheter was returned incomplete and in segments. Upon return, the device was interrogated and was found to have been delivering hydromorphone 16.0mg/ml at a dose of 4.795 mg per day and bupivacaine 25 mg/ml at a dose of 7.492 mg per day. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A consumer reported the patient had a wound on their back (bed sores), and they received an infection. The infection went to the tubing in the patient's back and had to be removed along with the pump. Drug information was not provided. The patient was indicated for the following uses: non-malignant pain; failed back syndrome - other